Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, the retropubic repair was performed on (B)(6) 2011. As of a follow up medical examination performed two months post-procedure (date unknown), the patient complained of urinary retention. The physician then performed a one-sided release to help reduce pressure. Post operatively, the patient still had some complaints of an overactive bladder and urinary leakage without sensory awareness. As of a follow up examination performed three to four months later (date unknown), no patient complications were reported and the examination was normal. Per the physician, the patient was last seen one month ago (date unknown), and the patient was doing well. However, the patient did have some complaints of mild urinary hesitation and mild trouble emptying the bladder. All other information is unknown and unavailable.